Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/22/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? Could you kindly provide the product code, please? Could you please verify and confirm the lot number? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent a laparoscopic combined implantation surgery on (B)(6) 2025 and suture was used. The patient was admitted due to infertility and incomplete tubal occlusion. The suture broke when the suture was used during the surgery. The suture was replaced immediately and the surgery was continued. There were no patient consequences reported. Additional information was requested.